Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device displayed "pacer fault 116," "defib fault 72," and a "pacer disabled" message. The complainant indicated that there was no pt involvement in the reported malfunction.